Event description:
The customer reported a leak from the coulter® act diff 12 analyzer. The volume was reported as about 100 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) found the wbc bath had overflowed into the instrument because the y fittings at valve 13 (vl13) and valve 14 (vl14) were not emptying the waste fluid properly. The fse replaced the fittings at vl 13 and vl14 and repositioned the valves to resolve the leak from the wbc bath overflow. (B)(4).